Event description:
Cook ureteral stent was being removed (scheduled procedure) and was found in fragments in the kidney. Unable to retrieve all parts of stent. Further surgery planned. Dates of use: (B)(6) 2013. Diagnosis or reason for use: upj obstruction, hydronephrosis.